Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 pump stopped working. This was discovered during a procedure, with no patient harm reported. No additional information provided.

Manufacturer narrative:
See attached for supplier evaluation.